Event description:
Sex: unk. Procedure: lap nissen. Reportedly, half way through the needle disengaged. The procedure was completed with the use of a needle driver. O.r. Time was extended in excess of 30 minutes.